Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and a haptic was torn off in the cartridge during insertion. The lens was removed without any pt incident and lost.

Manufacturer narrative:
Results- a work order search was conducted and there were no similar complaints found within the work order.